Event description:
While patient was using a reacher device dispensed by physical therapy department he lacerated the outer aspect of his right lower leg about mid calf (appox 5 inches long). The patient was using the device appropriately (to pull on his pants). The reacher has a clip on it so that it may be attached to a walker or wheelchair. This clip is made of hard plastic and the ends are tapered and with an edge. The edge of the clip caused the laceration. The pt was on coumadin and a large amount of bleeding occurred. A pressure dressing was applied and subsequently steri strips were applied. It was noted that the pt's skin was very thin.